Event description:
There was a reported malfunction alarm with a code displayed as malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by providing pump reset information, which resolved the issue, and the customer was informed to continue using the pump and contact support if the malfunction recurs.